Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cart was frozen. A field service engineer found that the mini tray was inoperable and was not being released. Manually released and replaced mini tray with new one and problem was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es lc-aorm16 cart froze while the user was logged in and attempting to retrieve patient medications, affecting patient care. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.